Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime warnings occurring with use of cartridge from the current box of cartridges. The reporter indicated that the cartridge cap was secured appropriately and there were no known sudden changes in force or temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.